Event description:
The distal tip broke off when pasing the suturesnare through tissue during a labral repair. The surgery was delayed approx 1 hour., however, no adverse consequences were reported with the pt as a result of this event. This device is used for treatment.

Manufacturer narrative:
DHR review revealed nothing relevant to this event. Eval confirmed the tip had broken off at the base of its point. This lot had passed the 12lbs requirement during inspection. During this eval, a new sample from this lot was pull tested and it met specifications. A definitive cause for this event has not been determined at this time. This is the second complaint of this type for this part/lot number combination.